Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to the following: 1. Dust, dirt, foreign matter, etc. Adhered to the electrical contacts of the video connector, and the connection status was insufficient, resulting in a temporary deterioration in the electrical connection status with the system. 2. Since the internal electric board has not been replaced since june 2017, the image signal output has deteriorated due to aging and has become abnormal (failure). 3. Accumulation of electrical load (stress) due to energization of the image sensor and video connector internal electrical board (including electrical parts mounted on the printed circuit board) installed in the image sensor unit built into the tip of the scope, due to accidental application of static electricity or overcurrent due to attachment/detachment while the system is on, the electrical connection is temporarily degraded, adversely affecting the image signal output and causing the image signal output to become unstable. 4. Regarding the application of overcurrent, etc., it is likely that it may be caused by attaching or detaching while the system power is on, overcurrent from other devices or electrical wiring, or adhesion of dust or moisture to the system and video connector electrical contacts. The inspection method for the event is described as follows in the instructions for use "chapter 3 preparation and inspection 3.8 checking the function in combination with related equipment". "[Inspection of endoscopic images] check if normal light observation images and nbi observation images are displayed normally. 1. Wipe the endoscope tip lens with sterile gauze moistened with saline or sterile water before inspection. 2. Observe the palm, etc. With normal light observation images and nbi observation images. 3. Make sure the light is coming out. 4. Adjust the amount of light to get the proper brightness. 5. Check that there are no abnormalities such as noise, blur, or cloudiness in the normal light observation image and the nbi observation image. 6. Operate the angle lever of the endoscope to bend the curved part. 7. Check that normal light observation images and nbi observation images do not disappear for a moment or other abnormalities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation. Device testing, the reported issue was not confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation.

Event description:
The customer reported the endoeye flex deflectable videoscope did not relay a complete image to the monitor; the image was partially black and the visible part of the image had noise. The issue occurred during preparation prior to a therapeutic procedure. The procedure was completed with a similar device. No adverse effects to patient reported.